Event description:
Additional information was received indicating that the patient was brought in for follow-up check and impedance measurement increased to 400 ohms. No further testing was done. The patient will be monitored continuously through the remote monitoring system. No adverse patient effects were reported.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited low out-of-range (oor) pacing lead impedance (pli) that was detected via the patient¿s remote monitoring system. Furthermore, noise with pacing inhibition was also observed on this device. The patient was not pacemaker dependent. Additional information obtained indicated that there have been no changes to the patient¿s system. Noise was suspected to be due to electromagnetic interference (emi). The patient was asymptomatic during the pacing inhibition and there was no report of asystole. The device remains in service. No adverse patient effects were reported. Additional information was received indicating that three years later, low oor pli measurements continue to be observed. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this device was explanted and replaced. No additional adverse patient effects were reported.